Event description:
It was reported that an at50ao crystalens was intraoperatively removed due to speck on the optic noted upon insertion of the iol into the pt's eye. The incision was enlarged to remove the lens and a back lens was implanted. The injector (amo) and viscoelastic (discovisc) that were used during the case were not validated for the use with crystalens. Add'l info has been requested.

Manufacturer narrative:
The lens has been requested, but has not been received by bausch+lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.